Event description:
The patient reported that she has also felt "like electricity" in left foot and a little bit of "chest pain"/"tingle there" and "always had those" prior to and post pacemaker implant. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.